Manufacturer narrative:
The tech found the brake caster teeth are worn. The tech replaced the brake casters to resolve the issue.

Event description:
Tech alleged that the brakes will not swivel lock. No pt impact.